Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced a csf leak during procedure that occurred on (B)(6) 2019, while attempting to place the lead at location l5. In turn, the patient had symptoms of a headache, nausea, and vomiting, which was treated with caffeine and fluids. As a result, the clear drainage is no longer present. Patient is stable.